Manufacturer narrative:
The investigation is ongoing.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of 23mm sapien 3 valve in aortic position. During the procedure, the valve embolized (on the aortic side) due to an incorrect tension of the guidewire which supported the valve during the deployment. It was decided to implant a second valve. The second valve deployment was successful. The patient was noted to be doing well after the procedure. Per imagery received, it was suggested that the first valve was deployed too aortic.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. Imagery was provided by the complaint site and the following observations were made: two valves deployed. The first valve was positioned too aortic. The second valve deployed in the annulus slightly overlapping with the first valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was confirmed with procedural imagery. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. As reported, 'during procedure, the valve embolized (on the aortic side) due to an incorrect tension of the guidewire which supported the valve during the deployment'. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Additionally, per medical opinion, the perceived root cause of reported event might be improper handling of the safari guidewire during the inflation of the valve balloon. In this case, the stored tension was not released at the final thv positioning which made inflation challenging during deployment. As such, available information suggests that procedural factors (release of stored tension during deployment and deployment technique) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.